Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
International affiliate reports that t8-l3 instrumentation was performed using viper x-tab screws in (B)(6) 2013 for the patient with infectious spondylitis and osteoporosis. Seventeen days after the surgery, follow up x-rays found the x-tab screws were slightly backed out. Twelve x-tab screws were removed on (B)(6) 2013. According to the surgeon, the patient had a poor quality bone and it may be a possible cause of the back-out. Of the twelve screws that were explanted, the exact number of backed out screws is unknown. As such, twelve mfg. Medwatch reports are being filed, one for each screw that may have been backed out post-operatively, to document this event.